Event description:
It was reported that during a procedure the laser console was unable to recognize two fibers and stated the fibers cannot be read. The case was aborted. There was no patient harm due to this event.